Event description:
The patient's programmer showed the implantable neurostimulator (ins) was at the end of life. During the ins replacement procedure, a routine check of impedances showed >4000 ohms. A lead fracture was suspected. The ins, extensions, and leads were replaced. The pt recovered without sequela.

Manufacturer narrative:
Final device analysis revealed no anomaly found - the implantable neurostimulator (ins) and both leads were functionally okay. Final device analysis revealed no significant anomalies - both extensions okay, but cut thru (suspect explant damage).